Event description:
It was reported that during a follow-up, device interrogation revealed some inappropriate episodes due to myopotential oversensing. The date of the episodes coincided with a procedure the patient reported having. It was believed that therapies were not disabled for the procedure. Patient condition was good before and after the event and routine follow-up will continue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.